Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to the emergency room (ER) with unknown high blood glucose (bg) values. No treatment information was given and the ketones were reported high. The patient was reported to have been vomiting and is still being treated at the time of the report.